Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in the second or third post-operative day of a laparoscopic recto-sigmoidectomy, by observing the contents of the drain, it was found that the patient developed a fistula after the colo-reto anastomosis. The patient was treated in through fasting, parenteral nutrition, and antibiotic therapy. It was stated that the discharge plan without problems was for 4 days, but due to fistula, the patient stayed for 15 days in the hospital for the clinical treatment. The patient is currently recovered without complications.